Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose was 233 mg/dl at the time of incident. The customer states the battery was not previously used. The insulin pump will not be returned for analysis.